Event description:
Discordant immulate 2500 ipth, ft3 and ft4 results were obtained on pt samples. The samples were repeated because the initial results did not agree with the pts clinical history. Pt treatment was not altered or prescribed for either pt. There was no report of adverse health consequences due to the discordant ipth, ft3 and ft4 results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for the discordant ipth, ft3 and ft4 results cannot be determined. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant immulate 2500 ipth, ft3 and ft4 results were obtained on pt samples. The samples were repeated because the initial results did not agree with the pts clinical history. Pt treatment was not altered or prescribed for either pt. There was no report of adverse health consequences due to the discordant ipth, ft3 and ft4 results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for the discordant ipth, ft3 and ft4 results cannot be determined. The instrument is performing within specifications. No further evaluation of the device is required.